Manufacturer narrative:
(B)(4).

Event description:
Procedure type: small bowel resection. According to the reporter: customer reports that the staple line did not hold. After the stapler was fired, there were holes in the staple line. The staples that were deployed started to fall out when the surgeon was oversewing the staple line. Surgeon had to resect extra bowel to do a new anastomosis (approx 10cm bowel). No blood loss. There was 40 minutes add'l time required of surgical time. Pt current condition is recovering. The device is being returned for investigation. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).